Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad missing from its original position at the distal end. The missing piece is approximately "0.4155 x 0.1105". The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the teflon pad appears damaged, and it looks like there is a slight tear on it. There might be a piece missing at the corner, on the side facing away. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white felt on the tip of the harmonic ace instrument fell off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument blade was damaged. The instrument was inspected and no abnormality was found. Customer was performing a hysterectomy procedure when the issue occurred. The instrument did not collide with other instrument, and no fragments fell into the patient. No portion of the device was completely detached.